Event description:
While performing pediatric biplane 30fps, the frontal images disappear during the run. System must be powered down and back up to continue with the case. Adult 30fps biplane are ok.

Manufacturer narrative:
There were no injuries to pts. The problem is related to pediatric procedures where a fd biplane system is used with 30 frames per second with the smallest image format a timing problem occurs causing a generator hang up. Retrofit for the field will be released to resolve the problem on all affected systems.